Event description:
It was reported that post op of a colon reversal procedure the patient was returned to the operating room a few days later for an additional procedure. The surgeon observed malformed staples during the reop in the medial area of the staple line and a leak. A second procedure was performed and the patient was stable. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.